Manufacturer narrative:
The sample was not returned for evaluation. The investigation is inconclusive for the balloon rupture issue. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48522060, pta dilatation balloon catheter, allegedly ruptured. This information was received from a single source. The malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.